Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot# b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
On (B)(6) 2011, the pt's mother contacted animas alleging that multiple cartridges have leaked insulin, leaving pools of insulin within the cartridge compartment. The reporter stated that the insulin appears to be leaking around the plunger. The pt's mother stated that the pt has had an elevated blood glucose (up to 400 mg/dl) all week. The reporter claimed the pt has felt nauseous; however, she has not checked for ketones. The reporter denied that the pt has had to seek any medical intervention. The pt's reported blood glucose readings and symptoms do not meet animas' criteria for a serious injury. At the time of troubleshooting, the reporter claimed the pt has changed site multiple times this week, and has not seen a problem with the ifs when removed. The pt's mother confirmed cycling cartridge and confirmed using cartridges within their expiration date.